Event description:
Major pump unit(s) involved: external control system failure;power cable.specific component(s) involved: external controller malfunction;patient power cable.other intervention : replacement of patient power cable.type: lvad.

Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: external battery malfunction.